Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material exiting from the channel. In addition to the reportable malfunction, the following were noted: due to wear of angle wire, bending angle in up direction did not meet the standard value and the play of u/d knob was out of the standard value; connecting tube had a dent and a wrinkle; and the following had scratches: protector of universal cord on control section side, image guide protector, scope connector cover unit, forceps elevator lever, forceps elevator knob, upward/downward angulation control knob, right/left knob, scope cover, switch box, switch 1, suction connector, universal cord, grip, control unit, adhesive on bending section cover, and the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had slime in the forceps channel. The issue was found during reprocessing after the completion of a procedure with no delays. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was not possible to identify the cause of the residual slime because it was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 2. Visually and by hand, check that there are no large scratches, deformations, loose parts, or other abnormalities in the appearance of the operation unit. [Inspection of forceps channel] 1. Insert the treatment instrument through the forceps plug, and check visually and by hand that the treatment instrument comes out smoothly from the suction/forceps opening at the tip of the endoscope and that no foreign matter is expelled. 2. Visually and by hand confirm that the instrument can be pulled out smoothly from the forceps stopper." Olympus will continue to monitor field performance for this device.